Event description:
It was reported that patient underwent hip procedure in 2005. In 2008, while going upstairs, the patient experienced pain and limitation in walking. Subsequently, revision procedure was performed four days later. During revision procedure, ringloc ceramic liner and ceramic modular head components were removed due to fracture.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. No user facility information is available. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur. There have been no trends identified related to this type of event. Cause of the fracture of the returned device could not be determined.